Manufacturer narrative:
The insulin pump was received with intermittent up button response due to a corroded keypad trace. No button error alarm was noted during testing. Motor error alarmed during basic occlusion test due to a faulty force sensor resistor. The occlusion, prime, and excessive no delivery tests could not be performed due to the motor error alarm. The motor was tested outside the device and passed motor test. The unit was received with minor scratches on the display window, cracked casing at display window corners, a cracked reservoir tube lip, cracked battery tube threads, cracked pump belt clip slot, and a missing end cap sticker. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer's insulin pump alarmed with motor error during a bolus attempt. The patient's blood glucose at the time of call was 523 mg/dl, which they treated with a manual insulin injection. The customer's current blood glucose was at the time of call in the 100 mg/dl range. Troubleshooting was initiated for the motor error alarm and the customer was assisted with clearing the alarm. The drive support cap appeared normal. The pump was not exposed to an MRI or high magnetic field. However, the customer was unable to rewind the pump. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.